Event description:
The user facility reported that staining was observed on instruments after sterilization. Staining and residue were also observed on the inside of the chambers and outside of the sterilizers. No injuries were reported however procedures were delayed when the user facility observed the staining. The user facility also attributed the problem to the sterilizers being cleaned just prior to use.

Manufacturer narrative:
The sterilizers were inspected by a steris service technician and found to be operating properly; no issues were noted. The user facility reported that a chamber cleaning service had performed cleaning on the sterilizers prior to the reported event. The user facility attributed the reported staining to the chamber cleaning, and there is a belief that the residue that caused staining was from hcl, the use of which is contrary to the sterilizer operator manual that explicitly states as a precaution that chlorides cannot be used to clean stainless steel because such use would degrade the steel. Page 1-3 of the operator manual states "chloride-based cleaners will deteriorate stainless steel, eventually leading to failure of the vessel". Steris is filing this report as the cause of the event cannot be confirmed, however it appears that the cause was an incorrect cleansing agent used by the chamber cleaning service and not a malfunction of the sterilizers. All instruments were properly cleaned and re-sterilized before use in patient procedures. The sterilizers were re-cleaned and returned to service. No additional issues have been reported.